Event description:
It was reported that the patient experienced increased baseline pain in the perineum following a new system implant. The patient also experienced pain above and below the neurostimulator site, "like someone rubbing salt inside". The patient stated the neurostimulator was "popping out sideways" or "tipping", the lead wire felt like it was "retracting", and the location of stimulation was not consistent, and at times would be felt in her leg, toes, vagina or buttocks area. Despite this the patient was getting good relief of incontinence, urgency effectiveness was reduced but still good, and her irritable bowel was getting 93% relief. The patient had experienced 100% relief during her trial. The patient later reported severe pain in her right leg, and recalled being woken during the implant and asked about the stimulation, to which she responded "leg" before being put back to sleep. While the patient had initially had 95-98% relief despite the loose pocket and pain, she reported a loss of effect since (B)(6), in addition to periodic shocking or jolting sensations and intermittent, vibrating stimulation sensations. The patient did not report any trauma or unusual twisting or lifting. After a (B)(6) appointment with the hcp it was reported that the neurostimulator was flipped, and would be moved to the opposite side of the body. An x-ray also showed that the lead had migrated inward and out of position. The lead was coiled several times in the pocket, and there was suspicion of twiddler's syndrome. The neurostimulator was moved from the right buttocks to the left side on (B)(6), and the lead was replaced and appeared to be in an appropriate position. Post-op the patient was feeling appropriate stimulation at standard settings and the system was functioning normally.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v464758, implanted: (B)(6) 2012, explanted: (B)(6) 2012; programmer; model 3037, serial# (B)(4).